Manufacturer narrative:
The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Initial power up successfully post's and boot to login screen. Extended run time and video is stable. No hdd or ram errors reported. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A software investigation was completed and was unable to determine probable cause without further information. Suspect there had been a connection issue that was resolved with the replacement of the computer. As previously reported the computer was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 05/20/2016. No parts have been received by manufacturer for analysis. On 05/23/2016, a medtronic representative performed a navigation system check-out. Surgeon monitor failed hardware test. Monitor displayed "no input detected." Trouble-shooting with medtronic technical services determined the video card was failing. Computer upgraded. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, prior to the start of a procedure, in preparation, the site's navigation system displayed an error message no input detected. They switched the video cables on the back of the computer, and the computer started to boot properly. The site successfully used the navigation system for their procedure. There was no patient present when this issue was identified.